Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the sensica device reported bag percentage was 15 percentage when the bag was nearly full.

Event description:
It was reported that the sensica device reported bag percentage was 15 percentage when the bag was nearly full.

Manufacturer narrative:
The reported event was confirmed as design related. The identified root causes is ¿software issues¿ as it was confirmed that due to certain software steps being interrupted, that uo was not being reported or calculated correctly. Furthermore, multiple contributing factors were identified for the uo accuracy issue under evaluation: ¿ambiguous IFU¿, ¿ungraceful shutdown,¿ ¿not following IFU,¿ ¿power issues,¿ ¿software anomaly assessment,¿ ¿product acquisition evaluation and integration," and ¿ICU layout¿. However, all the contributing factors are correlated to the disrupting software operations particularly with relation to the power supply and ungraceful shutdowns. It was a combination of the ungraceful shutdowns that forced the software issues to be identified with increasing precedence. These issues were previously thought to be a lower risk level, but the current complaints show that this assessment was inaccurate. All good faith attempts have been made to obtain additional information. The outcome of the repair could not be determined at this time. The serial number was unknown; therefore, the device history record could not be reviewed. Labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.